Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and exposed to moisture. The customer¿s blood glucose level was 53 mg/dl at the time of the incident. The customer was treated with food. Customer stated that the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.